Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc guessed that the reported event was caused by defect of the cable. There is possibility that the defect of the cable was caused by user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) (oekg) for evaluation. The evaluation of the subject device confirmed the followings; the plug of the cable was slipped out of the ccd unit and caused contact problems. The cable was bent by excessive stress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image flickered and then disappeared. There was no report of patient injury associated with this event.